Event description:
It was reported that during procedure at right internal carotid artery-ophthalmic, the subject coil was fractured, as the subject coil was stretched and dislocation. Therefore, the stent was used as jailing technique which caused the procedure prolonged approximately 60 minutes and inpatient hospitalization. After the study procedure, but within 48 hours after procedure, the patient experienced with word finding disorder and fine motor disorder left hand. The outcome was resolved, without sequelae. Raymond score post procedure was 2 - residual neck/dog ear defined as the persistence of any portion of the original defect of the arterial wall. Update: additional information received on (B)(6) 2024 stated that patient also experienced multiple micro embolic infarctions on the right, few on the left side resulting in word finding disorder and fine motor disorder left hand. The patient neurological assessment on (B)(6) 2024 showed mrs (modified rankin score) score of 2 and nihss (national institute of health stroke scale) score of 4.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported adverse are known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. However it is unclear if the reported device issues caused or contributed to the ae. While there are a number of potential causes for the reported issues, because the product was not returned, review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Manufacturer narrative:
Section b executive summary: updated. F10/h6 clinical signs code grid: added vasoconstriction. F10/h6 health impact code grid: added ' medication required'.

Event description:
It was reported that during procedure at right internal carotid artery-ophthalmic, the subject coil was fractured, as the subject coil was stretched and dislocation. Therefore, the stent was used as jailing technique which caused the procedure prolonged approximately 60 minutes and inpatient hospitalization. After the study procedure, but within 48 hours after procedure, the patient experienced with word finding disorder and fine motor disorder left hand. The outcome was resolved, without sequelae. Raymond score post procedure was 2 - residual neck/dog ear defined as the persistence of any portion of the original defect of the arterial wall. Update: additional information received on 5-dec-2024 stated that patient also experienced multiple micro embolic infarctions on the right, few on the left side resulting in word finding disorder and fine motor disorder left hand. The patient neurological assessment on (B)(6) 2024 showed mrs (modified rankin score) score of 2 and nihss (national institute of health stroke scale) score of 4. Second update: additional information received on 15-may-2025 sated that during procedure, super-selective probing of the right internal carotid artery with a catheter. After probing, strong vasospasm of the right ica. It was entirely resolved via infusion of nimodipine with the flushing fluid over several minutes. Vasospasm of the right ica also occurred two more times later on, but each time it resolved completely with nimodipine .

Event description:
It was reported that during procedure at right internal carotid artery-ophthalmic, the subject coil was fractured, as the subject coil was stretched and dislocation. Therefore, the stent was used as jailing technique which caused the procedure prolonged approximately 60 minutes and inpatient hospitalization. After the study procedure, but within 48 hours after procedure, the patient experienced with word finding disorder and fine motor disorder left hand. The outcome was resolved, without sequelae. Raymond score post procedure was 2 - residual neck/dog ear defined as the persistence of any portion of the original defect of the arterial wall. Update: additional information received on 5-dec-2024 stated that patient also experienced multiple micro embolic infarctions on the right, few on the left side resulting in word finding disorder and fine motor disorder left hand. The patient neurological assessment on (B)(6) 2024 showed mrs (modified rankin score) score of 2 and nihss (national institute of health stroke scale) score of 4.

Manufacturer narrative:
Section b5 executive summary: updated ¿patient experienced multiple micro embolic infarctions on the right, few on the left side resulting in word finding disorder and fine motor disorder left hand¿. Section d catalog#: correct to ¿m0036155100¿. Search/ lot/serial#: corrected to ¿(B)(6)¿. D4 gtin: added: '(B)(4)'. D4 expiration date: added. G4 PMA/510(k): corrected to k123377. H4 manufacturing date: added. F10/h6 clinical signs code grid: added 'thromboembolism'.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported adverse events are known and anticipated complication to these types of procedures and patient condition and are listed as such in the device directions for use. However, it is unclear if the reported device issues caused or contributed to the adverse event. While there are a number of potential causes for the reported issues, because the product was not returned, review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported that during procedure at right internal carotid artery-ophthalmic, the subject coil was fractured, as the subject coil was stretched and dislocation. Therefore, the stent was used as jailing technique which caused the procedure prolonged approximately 60 minutes and inpatient hospitalization. After the study procedure, but within 48 hours after procedure, the patient experienced with word finding disorder and fine motor disorder left hand. The outcome was resolved, without sequelae. Raymond score post procedure was 2 - residual neck/dog ear defined as the persistence of any portion of the original defect of the arterial wall. Update: additional information received on 5-dec-2024 stated that patient also experienced multiple micro embolic infarctions on the right, few on the left side resulting in word finding disorder and fine motor disorder left hand. The patient neurological assessment on (B)(6) 2024 showed mrs (modified rankin score) score of 2 and nihss (national institute of health stroke scale) score of 4. Second update: additional information received on 15-may-2025 sated that during procedure, super-selective probing of the right internal carotid artery with a catheter. After probing, strong vasospasm of the right ica. It was entirely resolved via infusion of nimodipine with the flushing fluid over several minutes. Vasospasm of the right ica also occurred two more times later on, but each time it resolved completely with nimodipine.

Event description:
It was reported that during procedure at right internal carotid artery-ophthalmic, the subject coil was fractured, as the subject coil was stretched and dislocation. Therefore, the stent was used as jailing technique which caused the procedure prolonged approximately 60 minutes and inpatient hospitalization. After the study procedure, but within 48 hours after procedure, the patient experienced with word finding disorder and fine motor disorder left hand. The outcome was resolved, without sequelae. Raymond score post procedure was 2 - residual neck/dog ear defined as the persistence of any portion of the original defect of the arterial wall.